Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The cannula went into skin, but then came out.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the soft cannula found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The hard cannula was not visible within the exposed portion of the soft cannula when the device was received. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on the slide retract indicating the formed needle was incorrectly installed. It could not be determined if the damage to the needle mechanism contributed to the reported needle not retracting since the device was received with the needle not exposed.